Manufacturer narrative:
The product is not available for evaluation and no other details were supplied. Information is currently being sought after. The investigation is underway.

Event description:
A consumer reported a burnt and scarred region between the eyes (11 lines) from a clear + brilliant procedure that was performed to the face, approximately 6 weeks prior to the date of this report.

Manufacturer narrative:
No other treatment information was provided since the caller was unresponsive after multiple follow up attempts. According to clear+brilliant user manual and system hazard analysis, burns and scabbing are known possible complications of treatment. Clinical studies have shown there is a very low incidence of side effects and complications associated with treatment. Laser burn (superficial to partial thickness), blistering, and scabbing are very rare but may be associated with non-ablative laser treatments. Due to the nature of the treatment modality, a spectrum of adverse reactions will apply to various individuals based on a combination of individual patient response and physician skill. This complaint type is identified within the risk analysis and is performing within the anticipated rate. The trend analysis, risk analysis and/or directions for use review were considered acceptable. Due to the lack of information provided, no causal factors can be determined, and no conclusions can be drawn. No corrective action is required.